Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units. The customer reported blood glucose level was 290 mg/dl. At the time of the call, the customer did not have a back-up method of delivery available. During a follow-up call, it was confirmed that the customer has manual injections available as alternate insulin therapy.